Manufacturer narrative:
The customer performs qc every eight hours. Qc was within the customer's established ranges prior to the event. During troubleshooting with bec customer technical support (cts), it was discovered that there were no tbhcg reagent packs loaded in the reagent storage carousel. When this occurs, the instrument does not detect that there is no reagent pack present. Per cts instructions, the customer loaded a new reagent pack and ran qc.

Event description:
A customer contacted beckman coulter, inc. (Bec) to report obtaining no value / ind flags on all levels of total beta human chorionic gonadotropin (t-hcg) on the access 2 immunoassay analyzer. The customer stated that three (3) patient samples were analyzed for t-hcg during the time frame of event. The samples were later confirmed to be negative for t-hcg. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.